Event description:
It was reported that the patient¿s generator has migrated so the physician my replace battery or do a pocket revision. The patient¿s physician indicated that the migration was first noticed the last week of (B)(6) / start of (B)(6) 2019. Per the physician, the cause of the migration is unclear as the device was placed (B)(6) 2014 and had been stable /secure for the past 5 years. The revision surgery is to preclude a serious injury as they are concerned about its current location and feel need to reposition to avoid extrusion. Information was received that a pocket revision was completed. No product was used during this procedure. The generator had broken free from the retaining stitch and was migrating toward the center line and down. There was no indication that this resulted from a product defect. No additional relevant information has been received to date.